Event description:
The radiologist attempted arteriotomy closure with a techstar xl 6fr device. When deploying the device, he encountered resistance and attempted to back the needles down. Hemostasis around the device was impaired. Fluoroscopy revealed that both of the needles had deflected into the subcutaneous tissue. Another physician was called in for assistance. He attempted to remove the needles using an 8 fr dilator; however, needle removal was unsuccessful. The pt was taken to surgery for device removal and arteriotomy closure. The pt recovered without further incident.